Event description:
Pt reported that their one touch ultra test strips were damaged. The issue was not resolved with troubleshooting. Pt had also performed a precision test with those test strips with meter results of 140 mg/dl and 91 mg/dl within 10 minutes. Based on statistical methdology, the calculated difference of these glucose results exceeds the expected valvue of <= 20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt no longer had the subject test strips. There was no medical intervention or treatment given. No further clinical information was provided.